Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion event in tubing on (B)(6) 2024. Patient changed supplies as necessary and resumed insulin therapy. No further information available.